Manufacturer narrative:
(B)(4). The reported inability to loosen the set screw was confirmed in the laboratory. Visual inspection identified septum material inside the rv set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty loosening the set screw.

Event description:
It was reported that the physician had trouble loosening the set screws during a normal device change out procedure. Eventually, the physician was able to unscrew the set screws from the device header. The patient was stable post procedure.